Event description:
Tech alleged that the casters still roll when the stretcher is in brake position. No pt impact.

Manufacturer narrative:
Tech adjusted all casters on the stretcher to resolve the issue.